Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited high pacing threshold values, low r-wave amplitude measurements, oversensing and impedance changes. The presenting electrogram and markers seemed unusual; therefore, boston scientific technical services (ts) discussed troubleshooting system options and advised possible movement of the lead to achieve optimal measurements. Later, it was found that the lead had dislodged and the pocket became infected. The patient underwent surgery to have the entire system extracted. The patient was discharged with a life vest and re-implant will be performed at a later time. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was reported that this product was part of a system revision due to infection. Testing was completed to assess lead electrical performance inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited high pacing threshold values, low r-wave amplitude measurements, oversensing and impedance changes. The presenting electrogram and markers seemed unusual; therefore, boston scientific technical services (ts) discussed troubleshooting system options and advised possible movement of the lead to achieve optimal measurements. Later, it was found that the lead had dislodged and the pocket became infected. The patient underwent surgery to have the entire system extracted. The patient was discharged with a life vest and re-implant will be performed at a later time. No additional adverse patient effects were reported. The lead was retained by the hospital.

Event description:
It was reported that shortly after implant, this right ventricular (rv) lead exhibited high pacing threshold values, low r-wave amplitude measurements, oversensing and impedance changes. The presenting electrogram and markers seemed unusual; therefore, boston scientific technical services (ts) discussed troubleshooting system options and advised possible movement of the lead to achieve optimal measurements. Later, it was found that the lead had dislodged and the pocket became infected. The patient underwent surgery to have the entire system extracted. The patient was discharged with a life vest and re-implant will be performed at a later time. No additional adverse patient effects were reported. The lead was retained by the hospital.